Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported that the patient did not recharge the ipg as recommended. The ipg became inoperable and the patient lost therapy. Surgery may occur to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicating the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.